Event description:
It was reported by the pt's counsel that the pt received a tka on (B)(6) 2008. On (B)(6) 2011, the pt's right knee was revised for reasons undisclosed at this time.

Manufacturer narrative:
Due to the nature of this litigation, very little information is available at this time. A review of the implant's records indicates that it was manufactured to specification. Should additional information be provided to further this investigation, this report shall be updated.